Event description:
Emergency medical technicians (emts) connected the device to a pt, described in cardiac arrest, through the combination electrodes. Reportedly, after the device was powered on, the device repeatedly and inappropriately prompted connect electrodes.